Manufacturer narrative:
Additional information received on 02/04/2025, informing that the product fault occurred during routine testing on (B)(6) 2024.

Manufacturer narrative:
D9: product received date 11/27/2024. H3: one device was returned for repair with complaint of no occlusion alarm. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional tests were performed. Downstream occlusion test was performed. At 23 psi, pump keeps running. No occlusion. Found lots of contamination at downstream occlusion (dso) sensor and at latch/lock area. The dso seal had minor bubbling and was dirty. The main board usb connector was not working. The probable cause of the reported problem was contamination of the dso sensor. Replaced main board, dso sensor, and latch/lock. After repair, the device passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no occlusion alarm. There was unknown patient involvement. No patient harm/adverse event was reported.